Event description:
Legs crossed when filter deployed. No add'l procedure necessary. Several of the legs and the dome adhered to vessel wall.

Manufacturer narrative:
Angiographs returned for evaluation, sample still in patient.